Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient noted they turned to look behind them and it felt like the device stabbed them inside. They needed to reach back out to doctor but can't afford additional medical costs at this time. They try and charge it but they get frustrated after several hours and attempts. The issue has not been resolved and the device hurts them. It causes burning when they can get it to charge and area hurts constantly. They are not sure if due to scar tissue and injury from when it stabbed them.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient reported they haven't been using the implant/ therapy since it was implanted because it doesn't charge. Patient stated they will charge the implant for 2 hours and it only charges a little bit. After so long charging they start getting a really bad burning sensation on the incision area. Patient stated they sat funny right after the implant and they don't know if the implant dug into scar tissue or did something to the scar tissue. Patient reported it bothers them to have the implant in their back and it hurts. Patient stated the ins hasn't been charged for years. Agent recommend patient consult with healthcare provider (hcp) office for next steps.